Event description:
The following information was received from the distributor: a customer reported seeing a flame at the back side of a medrad® avanta fluid management system. The flame extinguished itself and there was no damage to the infrastructure. No injury or adverse event was reported.

Manufacturer narrative:
A third party service provider replaced the ac power cable and ac power inlet on the base unit and the system was restored to normal operation. Bayer product analysis received and examined the ac power cable and ac power inlet. Visual examination identified thermal degradation on both components at the point of interface with a pattern of residue indicative of fluid presence. Product analysis determined the cause of the reported issue was fluid infiltration into the ac power cable and ac power inlet interface. The medrad® avanta fluid management system operation manual cautions the user as follows: · avoid fluid entry into system components. Do not immerse any components in water or cleaning solution. · do not expose system components to excessive amounts water or cleaning solutions. · warning: if contrast medium has leaked inside any component of the system, the affected subassembly should be disassembled and cleaned by medrad service personnel or returned to medrad factory service. This information does not constitute an admission that the device, the company, or its employees caused or contributed to this reportable event.